Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there is a foreign object floating in the injection syringe. To aid in the investigation, one empty sample with no packaging flow wrap and one photo was received for evaluation by our quality team. A visual inspection was performed. There is a piece of a rubber stopper 3/8" x 1/8" in size. The rubber stopper attached to the plunger has no damages or imperfections. The sample was passed through the inspection system and failed. The photo provided shows the sample received. No other defects or imperfections were observed. This condition occurs if a piece of stopper adhered to the rubber stopper during the lubrication process. A device history record review was completed for provided material number 306595, lot 4177752. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Description/event details: before using this product, it was found that there was a suspected foreign object floating in the rubber stopper in the injection syringe.